Event description:
There was an allegation of questionable creatinine jaffé gen. 2 from the cobas 8000 c702 module. Sample 1 initial result was 2.03 mg/dl and the repeat result from another analyzer was 0.87 mg/dl. Sample 2 initial result was 1.60 mg/dl and the repeat result from another analyzer was 0.86 mg/dl. The customer did not report the high results because they were too different from the patient history.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer checked the outer rinse volume of reagent probes, adjusted the position of the reagent probes, replaced solenoid valves, and cleaned the needles and other solenoid valves. He ran air purges, calibration, and qc that were acceptable. General reagent issues were excluded as the result believed to be correct was obtained using the same reagent. The investigation determined the service actions resolved the issue.